Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photograph could not identify the reported damage on the complaint chamber. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject (B)(4) chamber would have met the required specification at the time of production. The user instructions that accompany the (B)(4) humificiation chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarm." - "perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that the 900pt290e autofeed chamber was damaged during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the 900pt290e autofeed chamber was damaged during use. There was no patient consequence.